Event description:
Davinci xi robot patient cart (sk2674) malfunctioned while undocking from patient. The robot instrument was unable to be taken out of the port by the surgeon. Davinci rep was called and instructed surgeon to pull the port out with the instrument still attached. The instrument and port were safely removed from the patient. Patient cart had to be manually unlocked to move away from the patient after all arms were undocked. The instrument appeared to be broken at the tip. Instrument tagged as broken and turned into emi at request of supervisor.